Manufacturer narrative:
Device evaluation summary: the reported issue that this autolog instrument had rbc's spilling into the waste bag was verified during service. The issue was resolved by replacing the sensor detector optics and service technician also found power on indicator bulb not illuminating, replaced bulb to correct problem. Preventative maintenance was performed per specifications. Medtronic received additional information that there was no noticeable damage on the instrument or disposable. Once the unit started to malfunction, there was noticeably a different audible noise from the bowl, and bowl was spinning at a different rate. The bowl was reseated but issue persisted. , for the fill level, the entire cell saver volume to the patient (approximately 400ml) was returned from the collection bag, to the bowl, and to the waste bag. The error message kept saying pump speed error/ occlusion error. The approximate blood loss due to this leak was 400ml. Medtronic received additional information that no transfusion was required as a result of blood spill medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this autolog instrument had rbc's spilling into the waste bag. Use of instrument was unspecified. There was no adverse patient effect reported with this event.